Manufacturer narrative:
(B)(4). The rt340 is not sold in the USA but it is similar to a product which is sold in the USA. The 510(k) for that product is k983112. Method: the inspiratory limb of the complaint rt340 adult breathing circuit was returned to fisher & paykel healthcare (B)(4) for inspection. The electrical resistance of the heater wires of the returned breathing circuit limb was tested using a multimeter. Results: electrical resistance testing showed that the inspiratory limb heater wire resistance was too high and was therefore outside of specification. A lot check revealed no other complaints of this nature for lot number 100517. Conclusion: resistance tests and visual inspection are performed on all breathing circuits during production and those that fail are rejected. This suggests that the heater wire resistance became high post production, possibly as a result of a weak crimp connection.

Event description:
A hospital in (B)(6) reported that an rt340 adult breathing circuit was found to be open circuit before use on a patient.